Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing tenderness at his scs ipg site. Follow-up identified the patient's scs ipg was replaced with a smaller model. The ipg was too close to the surface and was causing the patient pain and discomfort.